Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer (biomed) reported that the unit had no ac or battery power. When a known-good battery was installed, the device powered on. During diagnostic evaluation, the customer confirmed there was no 24-volt supply reading in the pneumatics screen. The ac power cord was ruled out as a factor. The remote service engineer provided the required replacement part number for the power supply. The customer will order the replacement power supply and complete the repair. This investigation is ongoing.